Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the self-adhesive of the headset did not stick and the cannula slipped out of the skin. Patient stated he experienced elevated blood glucose readings up to 26 mmol/l as a result of the adhesive not sticking. No adverse event reported. Requested return of the alleged device for evaluation.